Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had transmitter and sensor issue. Customer's blood glucose level was unknown. The customer was advised to "discontinued" the insulin pump and revert to backup plan. The device will be returned for analysis.